Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82317152 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on a 5mm x 30mm saberx percutaneous transluminal angioplasty (pta) balloon catheter ruptured before nominal expansion and the device could not be used. There were no reported injuries to the patient. The device was used during treatment of a superficial femoral artery (sfa) which had severe calcification. Additional information was requested but was not provided. The device will not be returned for evaluation.